Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 29 mg/dl with blurred vision, confusion, and cognitive impairment, associated with an alleged time and date reset issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the time/date went to default for the pump model. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: the pump was exercised for 24 hours, and after the duration test the battery was removed for 6 hours. When the battery was reinserted into the pump, the time had reset to default settings. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues.